Event description:
Event description: per (B)(4), it was reported that: on event date, during index procedure, a safari extra-small curve wire was advanced into the left ventricular cavity, post which subject developed bradycardia and the subject was paced at 65bpm. Additional information was received relative to this event after the initial medwatch report was filed: the patient was here for his 30-day visit post tavr last week. He was doing fine with the permanent pacemaker in place. We do not consider the cause for the heart block to be the safari wire. Since it was related to the procedure and the patient's history of a bi-fascicular block, we will not be returning the safari2 wire. We still continue to use the safari wire for our procedures for acurate valve.

Manufacturer narrative:
This is a follow-up to a previous medwatch report. Additional information was received after the initial medwatch was filed stating: the patient was here for his 30-day visit post tavr last week. He was doing fine with the permanent pacemaker in place. We do not consider the cause for the heart block to be the safari wire. Since it was related to the procedure and the patient's history of a bi-fascicular block, we will not be returning the safari2 wire. We still continue to use the safari wire for our procedures for acurate valve. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Review of the directions for use lists the reported event as a potential adverse event associated with the tavr/tavi procedure. Should additional information be provided or product be returned for analysis a follow-up medwatch report will be filed.

Event description:
Event description: per (B)(6), it was reported that: on event date, during index procedure, a safari extra-small curve wire was advanced into the left ventricular cavity, post which subject developed bradycardia and the subject was paced at 65 bpm.